Manufacturer narrative:
The spectrum smart cable was replaced for the customer. At the time of this report the smart cable has not been returned to verathon for evaluation, however the return of the smart cable is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the smart cable was bent and the image would return if the smart cable was straightened out. The customer indicated there was a visible bend in the smart cable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.